Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a patient, who had an initial left tka, implanted with an optetrak polyethylene tibial insert, on (B)(6) 2016, experiences pain in his left knee and it has been recommended that the plaintiff proceed with a revision surgery to remove the recalled tibial insert at a later date. As a direct, proximate, and legal consequence of the defective nature of the optetrak devices as described herein, plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. As a further direct, proximate, and legal consequence of the defective nature of the optetrak devices, plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No further information.

Manufacturer narrative:
Additional information b7 g3 h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d6b, h6. MDR section codes updated/corrected: a, b, e, f, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, instability, and tibial loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.